Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was implanted in the patient's operative eye. The surgeon inserted the iol and the leading haptic was folded forward and twisted. When the haptic was in the eye, it was very slow to unfold. It went into the c shape position and stayed twisted. At the end of the case, the iol was centered but not untwisted. The surgeon assumed that the iol would untwist. At post-operative (op) day 1 the iol was in place and centered. During the patient's post op exam on (B)(6) 2024, the temporal iol was vaulted forward coming out of the capsular bag. The surgeon suspects it was because of the tilted haptic. The patient is being referred to another surgeon as the patient is a high myope and has diabetic eye changes. An explant is planned, however, not yet performed. The surgeon do not want to reposition the iol as he is concerned about the defective iol. Through follow up, the surgeon stated that the issue is due to a faulty haptic and that the explant of the iol was performed. The patient was not injured during the explant procedure. The lens is not available for return. No further information was provided.

Manufacturer narrative:
Section a4, a5, a6: information unknown/not provided. Section e1 telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.